Event description:
Reagent when reconstituted has the potential to form crystals in the liquid. Reported lines clogging on instrument, could lead to inaccurate resutls, calibration, and control recovery issues.